Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-00337, 2134265-2009-00356. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. The patient presented with chest pain and a myocardial infarction (mi). The physician deployed a 2.50 x 8 mm taxus express2 drug eluting stent in the ostium of the 1st diagonal (dx). While using a kissing balloon technique to "shunt" the stent slightly down the diagonal, so that the lad could be adequately preserved for balloon angioplasty, the 2.5 x 8 mm taxus stent was pushed 1-2 mm too far down the diagonal. Therefore, a 2.50 x 12 mm taxus express2 drug eluting stent was deployed across the ostium of the 1st diagonal (dx). Balloon inflations made in the left anterior descending (lad) reduced the stenosis to 40% and a 3.00 x 12 mm taxus express2 drug eluting stent was deployed just beyond the 1st dx. A 2.75 x 16 mm taxus express2 drug eluting stent was deployed in the circumflex (cx) and balloon angioplasty was performed in the obtuse marginal (om). The pt was prescribed: aspirin and plavix. Ten months post the initial procedure, the pt presented with an acute mi. The 1st dx was found to be 100% occluded where the stent was placed at the ostium. Multiple balloon inflations were performed with a 2.5 x 15 mm non-bsc balloon, inflated to 8-11 atm for 8-30 seconds. Medication given: heparin. The pt remained hospitalized for three days. The rest of his course was unremarkable. Two years and one month post the initial procedure, the pt presented with severe chest pain and an acute mi. Angiography identified thrombus in the lad. The proximal lad stent and the unk stent in the ostial ramus were found to be totally occluded. The thrombus was removed with a non-bsc aspiration catheter in the ramus and lad, restoring a timi flow 3. Balloon inflations were made simultaneously in the lad and ramus stent with a 3 x 15 mm balloon, inflated to 6 atms. Kissing balloon technique was performed in the non-stented area of the lad, inflated to 8 atm. Medication given: heparin, integrelin.